Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset the patient began treatment with injection of fortum injection (1g once a day, route not reported) and an intraperitoneal injection of vancomycin (1g four times a day). At the time of this report the patient outcome was unknown and antibiotic therapy was ongoing. Dianeal therapy was ongoing. No additional information is available.